Event description:
Reporter alleged blood glucose measured 109 mg/dl on one particular vial of test strips and 1 minute later measured 296 mg/dl on a different vial of test strips. No actions or treatment was received reportedly as a result. A request was made for the return of the suspect product and replacement product was sent.